Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that as soon as pressure was applied, the part jammed and got stuck on the drill attachment device. According to the reporter, the event did not occur during surgery. There were no delays. There was no patient involvement reported. There were no reported of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further review of this complaint, it was determined that the date of this report and the date received by manufacturer was incorrectly documented as aug 25, 2015. The date of this report and the date received by manufacturer was aug 20, 2015. This information has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned to manufacturing facility for evaluation. Reliability engineering evaluated the device and observed that the power could not be transmitted to the drill chuck due to damaged bevel gears. It was determined that a screw inside the device was not fully tightened or became loose due to vibration and caused the failure of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to manufacturing / process error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.